Event description:
It was reported the patient was experiencing ineffective therapy. No impedances or migration were identified. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the system was explanted to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.